Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient was asymptomatic.